Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. Product was not returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.

Manufacturer narrative:
.

Event description:
The customer called and stated he obtained an error 5 on his coaguchek xs meter (serial number (B)(4)). During the call a test was run collecting a sample from a different finger and the result of 5.8 inr was obtained. He re-tested with yet another finger four minutes later and obtained the result of 3.3 inr. He did not receive any medical treatment for either of the results. His medication was not changed based on the results. His therapeutic range is 2.5 to 3.5 inr. He does not have any antiphospholipid antibodies. He was recently taken off "cardora" and has just started on tamsulosin and temazepam. He has not had any recent diet changes. The customer was told today that he has bronchitis and he was given a cough pill and amoxicillin. The customer stated his chest was sore due to the bronchitis. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.